Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level of over 600 (mg/dl) with small ketones. To address bg's, the customer administered manual injections. Reportedly, the contact believed that pump was not delivering boluses. Tandem technical support reviewed the bolus history and observed all requested boluses had been successfully delivered. In addition, no alerts and alarms were observed in the pump history. Reportedly, the contact consulted with the clinical diabetes specialist and discussed possible causes of the reported event. Additionally, it was reported that the issue was resolved when an alternate infusion set was used.